Event description:
Info received indicates the siderail is not latching.

Manufacturer narrative:
The technician isolated the issue to a bent siderail latch cover. He replaced the latch cover to repair the bed.